Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; partial lead in segments returned and analyzed; performance data collected from the ICD indicates high impedance and noise.

Event description:
It was reported the lead was oversensing and delivering inappropriate therapy. A lead fracture was suspected. The lead was returned, with a report of 'failure'. No patient complications have been reported as a result of this event.